Event description:
It was reported to miethke that a progav 2.0 with sa20 and distal catheter (part # fx420t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the fv046 and fx420t were implanted during the primary surgery with an initial value of 5cmh20. The day after the primary surgery, over-drainage was observed. The pressure value was re-adjusted up to 18cmh20 to cope with over-drainage, and the patient's condition improved. However, ventricular enlargement was observed as a result of the elevated opening pressure, and the valve was re-adjusted down to 2 cmh20 on step by step basis. By decreasing the opening pressure, the patient exhibited over-drainage symptoms and by elevating the pressure, under-drainage symptoms occurred. Shunt radiograph revealed no obstruction of the shunt pathway. Therefore, the patient underwent a revision procedure on (B)(6) 2017 to remove only the gravitational valve. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown, weight: (B)(6), height: 180 centimeters (cm), gender: male.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data: the valve was manufactured by a qualified employee in feburary 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a normal pressure rating of 20 cmh20. The valve was inspected as article fx420t. All parameters (opening pressure, reflux, tightness) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received in an unknown liquid in the provided return kit. Visual inspection: no significant deformations or damage to the valve were detected during the visual inspection . Permeability test: a permeability test has shown that the valve was not penetrable. Adjustment test: an adjustment test was not applicabe as the valve has a fixed pressure. Braking force and brake function test: a braking force and brake function test were not applicable as the valve has a fixed pressure. Computer controlled test: the test is performed with miethke computer controlled testing apparatus. The valve was tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical position (in acc. To iso 7197). Distilled water was used as test-liquid. The shuntassistant operated within the accepted tolerances. Result: a visual inspection of the valve was performed. No significant deformations or damage to the valve were detected during the visual inspection. Next, the valve permeability was tested, which revealed that the valve was not penetrable. A computer controlled test was performed which confirmed that the shuntassistant operated within the accepted tolerances. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the valve was found to be occluded. This was likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.